Manufacturer narrative:
(H3) the investigation into the reported "positioning issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the physician was unable to cross aortic valve without guidewire at the end of case after impella was implanted. The cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that a 73-year-old male patient required to have impella support. The physician accidentally removed the pump from the left ventricle (lv) at the end of the case and then was unable to get it back across the valve without the wire. Decision was made to remove impella without replacement since patient was stable and on minimal ionotropic support. The patent did not encounter any serious adverse events as a result of this incident.